Event description:
Alleged symptoms of autoimmune disease and varied injuries. Follow-up findings: report is not substantiated by a health professional. Outcome: undetermined.

Manufacturer narrative:
Device eval method code 86= device was not returned for eval.